Event description:
It was reported that non sustained lead noise episodes were seen upon interrogation of the device. Incorrect diagnosis of non-sustained lead noise occurred due to competitive pacing on the near-field channel. No noise was observed on the lead. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.